Event description:
Health professional reported an alleged "leak" with a lap-band device. The pt reported feeling "no restriction." The device was found to have a "leak" when the doctor removed less fluid from the device than the doctor's notes indicated. No diagnostic testing was conducted. The device was reported and replaced. F/u findings: health professional reported that the "port" was leaking.

Manufacturer narrative:
(B)(4). The product associated with this report was returned, however, the device has not been evaluated at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."